Event description:
Per the clinic, during the routine mapping on (B)(6) 2024, the impedance measures were reduced on every odd numbered electrode creating a jagged appearance to the impedance profile. The patient also experienced intermittent function and performance decrement with the device. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.